Event description:
It was reported the patients left s1 drg lead had migrated. The patient underwent surgical intervention where the lead was replaced with a new one restoring therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.